Event description:
It was reported that the patient presented to the clinic due to experiencing dizziness. The right ventricular lead exhibited loss of capture and high impedance due to lead fracture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.